Event description:
Echec de psoe customer and rep contacted to confirm the stent did not launch. Issue with the notch on launch. "As per cc form received 07-jan-2025": customer opened the sealed package and product seamed ok, insertion are position were good without problem. After sphincterotomy they removed the device and kept the guide wire in place. They introduced the stent threw the scope channel and be placed in good position for deployment. They tried to deploy the stent but nothing happened. They removed the stent and took another one and they could finish examination a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 11 may 2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2211239 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 15th january 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in deployment position. Red shuttle on the last dimple (past ponr). Safety wire luer has disconnected from the handle. Stent is partially deployed. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. Unable to remove the safety wire. Handle opened to internally inspect device. Sheath tube has separated from the shuttle cap. All cogs of handle intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2211239. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that a tight stricture resulted in high deployment force, which led to the sheath tube separating from the shuttle cap, as a result of this the stent could not be deployed. Another possible root cause could be attributed to the user continuing to deploy the stent without removing the safety wire once it has passed the point of no return. This would have put the device under strain eventually leading to separation of the sheath from the shuttle cap, preventing any further deployment. Most likely the safety wire luer disconnected from the handle during the returns process. Multiple attempts were made to gain more information regarding this event however the customer did not provide additional information. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another stent. Confirmed quantity of 01 x used device. A possible root cause can be attributed to complaints of this nature will continue to be monitored for similar events.